Event description:
Physician did not allege cause of infection to be related to the device or the leads. Post rv lead extraction the lead appeared to have fibrosis growth. New system was implanted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02717. It was reported that the patient presented to the hospital with persistent bacteremia. Echo showed growths on the lead and a heart valve. The leads were explanted successfully. The patient was stable at the end of the procedure.